Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would occasionally freeze during use. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would occasionally freeze during use. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the link electronic module (lem) printed circuit board (pcb) had a damaged connector. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would occasionally freeze during use. The programmer was returned for service. No patient complications have been reported as a result of this event.